Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot #, UDI #).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (unique identifier UDI and type of investigation), h6 (medical device problem code).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2, h3, h6(type of investigation, investigation conclusions),h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between the catheter and sheath. The 8fr maquet sheath was returned covering the catheter tubing and a rear seal portion of the membrane. One kink was observed on the catheter tubing 36.6cm from the iab tip. The iab was returned detached from the catheter tubing, with the inner lumen separated 56.2 cm from the iab tip. A second membrane from another iab was also received, containing blood inside. An underwater leak test of the balloon, catheter and inner lumen were performed and no leak was detected on the iab part returned. The reported problem was not confirmed by the evaluation. The iab was returned cut at the midpoint, and a leak test performed on the portion received showed no evidence of leakage. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, d3, d9, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, d1, d4 serial number should kept empty, UDI number, d7a it was reported that catheter, intra-aortic balloon, sensation plus, 8 fr 50cc had tear/rupture. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Conclusion: no escalations required. The failure mode is addressed in the risk file, labeling covers corrective actions, and the device operates within its risk profile. No evidence of non-conforming or counterfeit product.

Event description:
It was reported that catheter, intra-aortic balloon, sensation plus, 8 fr 50cc had tear/rupture, there was no patient harm or injury reported.

Event description:
It was reported that catheter, intra-aortic balloon, s plus, 8 fr 50cc had tear/rupture, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Media supplemental report will be submitted upon completion of our investigation.